Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that per the nurse that filled the pump she recalled searching around and tapping on metal with the needle before she was able to find the septum. The nurse moved the needle slightly while still keeping the needle under the skin before she found the septum. Resistance was felt while inserting the needle into the pump. When the needle was being removed from the septum it felt like it had ¿a pull.¿

Event description:
It was reported that there was a partial pocket fill at a refill on the date of the report. The healthcare provider (hcp) filling the pump stated as she was filling it, she aspirated back at 5 cc; again after injecting 10, 15, and 20 cc, and the last 20 she just pushed; the whole time she had her hand on the needle in the pump, and she never moved or relaxed. The patient was doing fine, as they caught it early and administered narcan. This was a 10cc pocket fill, and the patient had been admitted over night with "horrible hallucinations," which was reportedly the only issue due to the partial pocket fill. The patient was treated with narcan and released the next day. The hcp who did this refill was very experienced and had not made any changes to her refilling technique. The hcp acquired a demonstration pump to practice her technique and discovered when she placed the refill needle between the silicone and the metal of the port, fluid could be aspirated and partially filled in to the reservoir, but fluid also leaked out of the pump. The reporter wanted this listed as a potential cause for the partial pocket fills. The pump system was being used to infuse dilaudid (hydromorphone). Refer to manufacturer's report # 3004209178-2014-18607 for information pertaining to the other partial pocket fill mentioned. The information regarding the demonstration pump pertains to a different event and will be reported under a different manufacturer's report #.